Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated that his blood glucose had been running low for the past month. The blood glucose reading at the time of the hospitalization was 57 mg/dl, which dropped to 47 mg/dl. He complained of dizziness and not feeling well. He stated that he awoke in a chair, disoriented, and a doctor called the ambulance for him. He brought the blood glucose reading up to 100 mg/dl with food. He also observed excessive urination. Upon troubleshooting, the customer found that he did not remember programming a bolus in the history, noting that he may have scheduled it due to an error without realizing it. The reservoir showed the same amount of insulin as the status screen. The insulin pump passed the displacement test. Advised the customer to refer to his doctor regarding low blood glucose. At the end of the call, the blood glucose reading was 60 mg/dl; he stated that he felt good. Nothing further reported.